Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) gave error message "insufficient negative pressure of the compressor". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the drive manifold (0104-00-0018). The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for use. The national repair center installed the drive manifold p/n 0104-00-0018 s/n (B)(6) 05_kip into the cs300 test fixture serial number (B)(6) and tested the drive manifold as per the cs300 service manual part number 0070-00-0689 revision v. The nrc was able to verified the failure of the drive manifold. During testing the k7 solenoid failed resulting in a low vacuum error. Additional testing of the drive manifold was verified in k6, k6a, k7, k8 leak test. (K7 failure). Retaining the drive manifold in the nrc per procedure 0002-07-d008 rev aj.

Event description:
N/a.